Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949-65, implantable tachy lead, (B)(6) 2006; 5568-53, implantable pacing lead, (B)(6) 2006; 4965-50, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that during the replacement procedure there was no pacing output. The physician "connected the leads multiple times and verified the leads worked with the pacing analyzer." The device was replaced with a new device and that device paced without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.